Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the illuminator and resolved the issue. The system was tested and verified as ready for use. Isi requested the return of the device for further evaluation.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the system had an error 48245 and the lamp failed to ignite. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor and obtained the following additional information: the event occurred during a ventral hernia tapp procedure. The customer confirmed that the system was inspected prior to use and that the system powered on with no lamp error or faults reported. The surgeon decided to convert to laparoscopic surgery due to the repeated recoverable fault that indicated a lamp fault and due to the lamp being unable to ignite during procedure. No additional ports were placed or expanded. The procedure was completed laparoscopically. There was no patient injury due to the issue.